Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a ruptured saccular aneurysm in the internal carotid artery, the axium prime bare 3d 2mm x 3cm extra soft coil experienced resistance and became stuck in the sheath. The aneurysm had a maximum diameter of 3 millimeters and a neck diameter of 1 millimeter, with moderate vessel tortuosity and normal blood flow. The microcatheter used was an echelon. The devices were prepared as indicated in the instructions for use. The patient did not experience any injury or complications. Additional information received reported that no detachment attempts were made. The coil accidentally broke during procedure. There was no kink/damage observed to the pushwire. It was unknown if the coil prematurely detach in the catheter. The patient was being followed up with closely.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the axium prime implant coil was returned for analysis within a shipping box, within an opened axium prime implant coil outer carton, within an axium implant coil inner pouch, and within a dispenser coil. Damage location details: the axium prime implant coil was returned within an introducer sheath which was found to be applied correctly with the wavelock facing towards the proximal end of the pushwire. The introducer sheath was returned in good condition. The pushwire was found to be bent within the introducer sheath at ~16.9cm from the distal end. The axium prime implant coil was found to be stretched and damaged within the introducer sheath. In addition, the implant coil was found to be intact with the detach element. Due to resistance, the implant could not be advanced out of the introducer sheath; therefore, the implant coil was flushed with water and retraced from the introducer sheath without any issues. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime implant coil tip od (outer diameter) was measured to be .0104¿ which was found to be within specification (specification .0108¿ +.0010¿/-.0020¿). The introducer sheath ID (inner diameter) was measured to be .018¿ (0.45mm) which was found to be within specification (specification 0.46mm +0.02mm/-0.02mm). Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed; however, the root cause could not be determined. The axium prime implant coil was returned stretched and damaged within the introducer sheath. Advancing the implant coil against the reported resistance could lead to possible damage to both the pushwire and implant coil. The report of ¿coil separation/break¿ was unable to be confirmed. The implant coil was found to be still intact (attached) to the pushwire, with no breaks or separations. The customer reported that the devices and any accessory devices were prepared as indicated in the instructions for use (IFU). Possible causes for resistance are, but are not limited to damage during preparation, overtightening of rhv, and improper hubbing technique. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.